Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type extension additional review indicates that the information regarding the broken extension was already reported in manufacturer¿s report (#2649 622-2020-13351). Any additional information regarding this event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while they were replacing the ins to the new ins, the left extension broke. The part where it broke was on the ins part, hence, the ins was removed and replaced with another new ins. The old extensions were also removed and replaced. Additional information was received from a manufacturer representative (rep) on (B)(6)2020 reporting that the device was discarded.